Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination it was observed the closure device had shifted from the original implant location. No patient complications were reported.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Manufacturer narrative:
Media analysis procedural media was received and analyzed by a boston scientific medical director and senior clinical advisor. The fluoroscopic echocardiogram images received show the closure device in a canted position. No information was provided as to images being from the implant procedure or a follow-up examination, therefore no further assessments were able to be made.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination it was observed the closure device had shifted from the original implant location. No patient complications were reported.